Event description:
The customer stated that he received a control test result that was high, out of specification. While troubleshooting, he performed control tests and received a result of 225 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.